Event description:
It was reported that during a gastric artery embolization treatment procedure, a coil migration occurred. The physician was treating a gastric artery bleed with the use of .018 pushable coils. A .027 renegade hi-flo catheter was used to facilitate coil placement. An initial coil was deployed successfully. Then, this 3mm/3.3mm vortx diamond coil was advanced to the lesion and partially deployed when the patient jerked. Due to the patient jerking, the renegade catheter pulled back into a larger artery and lost access to the intended target. As the physician was withdrawing the catheter from the patient, the coil came loose at the distal tip of the sheath. The physician attempted to snare the coil through the sheath, however, the coil ended up migrating down into the patients' leg in the peroneal artery. The physician believes the coil is in a place where it will not migrate. Angiography confirmed that blood flow was good in the peroneal artery past the location of the coil. The procedure was completed with five additional coils. The gastric bleed was stopped and the procedure was successful. There were no additional patient complications reported.

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).